Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The fibrotic lesion being treated was located in a non-calcified, moderately tortuous, and 90% stenotic left anterior descending artery. The physician advanced the 2.0x15mm quantum maverick balloon to the lesion and inflated it to 18 atms for ten secs on the first inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device. Pt status is listed as "good."

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.